Event description:
It was reported that an ilet user experienced elevated blood glucose throughout the day, with a recorded value of 191 mg/dl trending steady and 181 mg/dl at the time of the call, and the user¿s infusion set length was 23 inches; the user was guided to reconnect the system and successfully resumed insulin delivery. Investigation of this case revealed that insulin delivery had been interrupted and was restored after reconnection, with no device alarms reported. Symptoms included hyperglycemia. Outcomes included no injury, no medical intervention beyond troubleshooting, and no hospitalization. Investigation included customer interview and technical troubleshooting. It was concluded that, based on previously established findings for similar reports, the event was attributable to an undetermined cause with device function restored after user-assisted reconnection. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.